Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. A technical service (ts) consultant reviewed the available device data, confirming the device battery appeared to be depleting more quickly than expected. Ts recommended device replacement. The device remains implanted. No adverse patient effects were reported. New information was received that a revision procedure was completed. The device has been returned and analysis is pending. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. A technical service (ts) consultant reviewed the available device data, confirming the device battery appeared to be depleting more quickly than expected. Ts recommended device replacement. The device remains implanted. No adverse patient effects were reported. New information was received that a revision procedure was completed. Besides surgical intervention, no adverse patient effects were reported.